Event description:
It was reported that patient's right ventricular (rv) lead showed some oversensing and a decrease in r-waves over time. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2011.(B)(4).